Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer requested assistance via phone call in changing bolus speed. Customer's blood glucose was over 400 mg/dl due to steroid shots received that day. Customer was not able to continue call due to needing to call an ambulance because of chest pain.